Event description:
It was reported that the insulin pump alarmed low threshold suspend. The customer's blood glucose was 149 mg/dl. The customer stated that they were having an issue with the sensor; they inserted a new sensor in the morning of the phone call but it did not register the correct blood glucose, it indicated that the customer had a low glucose level while their blood glucose level laws above the threshold limit. The sensor glucose was showing 40 mg/dl and the threshold limit was set at 70 mg/dl. The customer was given information regarding the difference between the sensor glucose and the blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.